Event description:
It was reported that while the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (+500 mg/dl), and diabetic ketoacidosis. Customer was treated through intravenous fluids and insulin drip, and released from the hospital on (B)(6) 2015. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.